Event description:
Post pulse select ablation procedure, a hemi-diaphragmatic paralysis (right) occurred. There was no bwi ablation therapeutic catheter that was used at the time of the adverse event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).